Manufacturer narrative:
(B)(4). The sample was not returned; however, a retained device was evaluated. Visual inspection of the retained device did not identify any abnormalities that could have contributed to the reported condition. The retained device was gravity tested and used in a pump with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set ¿got broken inside the colleague pump.¿ this occurred during infusion of an unspecified drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.